Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). However, during insertion using the 14x13 peel-away sheath, half of the orange collar of the sheath fell off, and there was oozing from around the diaphragm on the half missing the orange part. Impella was already through the sheath at this time. Therefore, the physician proceeded with placement and sheath was exchanged. The bleeding resolved when 14x13 peel-away sheath was removed. The patient was sent to the unit on support. Discussion was made regarding transferring of the patient to be evaluated by heart failure for ventricular assist device/orthotopic heart transplantation. The next day after start of the impella mcs, the patient was having hemolysis. The impella cp device was deeper than expected, and the pigtail was interacting with the papillary muscle causing ectopic rhythms. Multiple attempts to reposition were made. The impella cp pump lost its position, coming of ventricle after each repositioning. After multiple repositioning attempts, the physician decided to not reposition any further. Support continued. Two days later, it was noted the patient was listed for heart and kidney transplant, currently at that time on continuous renal replacement therapy. Of further note was the impella position unknown alarms were occurring due to low pulsatility. Support was noted to have continued, and approximately two days later, the patient would expire. The patient changed to do not resuscitate and withdrew care. Even though the patient withdrew the impella support, with the impella-related hemolysis, arrhythmic events and device malpositionings there is not enough evidence to exclude the impella device used as an associated factor.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical, hemolysis, positioning issues, and vf/vt/af/at has been completed. The introducer was returned and inspected. Visual inspection revealed insufficient adhesive was used on the orange hub which allowed the hub to become detached during use. The cause of the introducer damage - mechanical was a damaged valve due to the returned orange introducer hub showing insufficient adhesive to remain attached during use. Hemolysis: the cause of the hemolysis was not determined since pump s/n (B)(6) was not returned and insufficient clinical information provided. Positioning issues: during implantation procedure, it was evident impella was behind the papillary muscle and md repositioned. Pump s/n (B)(6) was not returned. Data logs were not recovered. The cause of the positioning issues was most likely use related due to the pump being inserted too deep into the pap muscles during implantation procedure. As the necessary information was not provided, the root cause of the vt/vf was not determined. H6 component code 3038 was erroneously entered on the initial manufacturer device report number 1220648-2025-27994.